Event description:
It was reported, pt had a gamma 3 long nail implanted. Reported that the 2 locking screws broke. Pt was revised.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00402.